Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failure occurred. The customer reported that when dispensing narcotics, drawer 1.1 opened the entire drawer instead of the intended mini drawer. The drawer was unrecoverable, and a reboot was performed; however, the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to recover. A field service engineer (fse) replaced all three triple-wide mini engines that had been previously identified as failed. The device was reassembled and rebooted, and the customer successfully tested all mini drawers, confirming proper operation without any issues. The system functioned as intended after the field service engineer repaired the device.